Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 29 september 2020: lot 185591: (B)(4) items manufactured and released on 16-oct-2018. Expiration date: 2023-09-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed 11 months after the primary surgery due to loose knee (instability). The surgeon revised the gmk sphere cr tibial insert s4l 13mm with a gmk-sphere tibial insert - flex s4l - 14mm. The surgery was completed successfully. The agent said that the patient did not have loose implants, it was the knee itself that felt loose.